Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms and confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient called their endocrinologist and was advised to remove their pod and go to the emergency room, in which as instructed, the patient went to the emergency room with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached above 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. The pod's cannula retracted but the pink slide did move forward; indicating a needle mechanism failure. Symptoms reported include the patient feeling very thirsty. The patient was treated with insulin injections until the glucose levels returned to normal. The patient was discharged the same day. The pod was removed and discarded before arriving to the emergency room. Once discharged the patient placed a new pod.